Event description:
It was reported that a caller experienced a cgm error 42 with their sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions and assisted the caller through the reset process, after which the error code did not reappear, allowing the customer to successfully start their sensor session.